Manufacturer narrative:
Data analysis of customer's results was not performed. Both inr results provided by the customer were performed more than three hours apart. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. No product is expected to be returned. No strip lot information was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (patient's nurse and patient) alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 2.2. Date: (B)(6) 2010, inr: 1.2. Patient's therapeutic range: 2-3 inr.